Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during a coiling procedure, the coil didn't detach with the detachment system, neither with manual detachment. The coil was pulled and a little bit stretched without consequence, and all the coil had been retrieved. The physician decided to put another coil, the same size and same lot number, without problem. The physician attempted to detach the coil with the instant detacher 2 times. The physician did not try to detach with another instant detacher. There was 1 manual attempt at detachment via hypotube. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured anterior communicating artery aneurysm. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the non-detachment and stretch were identified. There were no issues that resulted in the damage that was found. There were no other issues encountered prior to the non-detachment. The question "was any pushwire damage observed after removal from the patient" was answered as not applicable.